Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit had code 3 error message. The ICU nurse called regarding an error code 3 message she noticed while the patient was on therapy about an hour prior. She was advise to get a backup pump to the bedside and call back so she can get instruction on how to help transfer the patient over to it and send the pump to biomed. The nurse called back at around 5:49am edt stating she had spoken with the cardiologist and was told not to switch the patient over, and that the cathlab team would do it later in the morning. There was no harm to patient reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: (type of investigation, investigation findings, investigation conclusions). Additional contact details: person name: (B)(6). Phone number: (B)(6). Email: (B)(6). A getinge field service engineer (fse) evaluated the unit, could not duplicate code#3. Calibrated transducers. Replaced safety disk due to age. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. There was a patient involvement but no harm reported.